Manufacturer narrative:
The device was returned to olympus for inspection. Root cause could not be identified. Based on the results of the investigation, no problem was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image was blurry on the the flex video scope. There were no reports of patient harm.